Event description:
Caller reported that the cartridge was not fitting properly on the pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised the caller to remove an o-ring from the pneumatic tap and clean the area, resulting in the cartridge being reloaded successfully and insulin therapy resuming without further issues.